Event description:
It was reported that during an unknown procedure, the device had a loader that would not slide to make stapling. Another device was used. There were no patient consequences. The customer can provide no additional information regarding the incident.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022, batch # 489a75. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage, with the firing knob in forward position and with a reload loaded in the device. The reload was received unfired, with the knife not completely within doghouse and with the swing tab in the locked position. The reload was examined for visual inspection and one double driver up was noted with a staple partially protruding on the proximal end. The knife returned to home position without any difficulties and the reload swing tab was reset in order to fire the reload. The device was tested for functionality with the returned reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. The reload cannot be inserted unless the firing knob is in its original position. Also, the staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.